Event description:
After initial surgery on (B)(6) 2018, patient complained of heel numbness and pain. Patient experienced some improvement, but CT scan of pelvis was obtained on (B)(6) 2018. On scan it was apparent that the screw was in the s1 foramen and out anteriorly. In or and prior to revision surgery, c-arm x-rays were obtained in inlet, outlet and lateral views. All showed the implant appeared to be safely placed. Revision surgery was performed on (B)(6) 2018 where 12.5mm x 55 mm screw was removed. Per follow-up call by (B)(6) with (B)(6) ((B)(6)), the patient had very challenging anatomy, dysmorphic joint. No response to (B)(6), (B)(6) 2018 inquiry as to how the patient was doing post removal surgery.